Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.